Event description:
During a coil embolization procedure, the helipaq 10 platinum microcoil 4 mm x 8 cm (hsr10040820/c10081) failed to detach despite several attempts, and connection cable and box was changed without effect. Coil was removed and subsequent coil detached satisfactorily. The coil was checked and was working satisfactorily prior to insertion.

Manufacturer narrative:
The device positioning unit (dpu) failed electrical testing. The detachment fiber failed to receive heat and melt. Located 19.0cm is a severe kink to the hypotube. The kink is severe enough to cause possible significant damage to the internal +/- electrical wiring running inside the hypotube and through the kink. The time frame is unknown and unreported when this kink occurred; whether occurring during or after the procedure. Therefore, the evidence suggests that the contributing factor to the coils non-detachment was due to electrical wiring damage. The exact circumstances of how and where this damage occurred cannot be determined. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components had any additional contributing factors to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Please note that the exact date is unknown, but (B)(6) 2012 was inserted to captured the event date. The device positioning unit (dpu) failed electrical testing. The detachment fiber failed to receive heat and melt. Located 19.0cm is a severe kink to the hypotube. The kink is severe enough to cause possible significant damage to the internal +/- electrical wiring running inside the hypotube and through the kink. The time frame is unknown and unreported when this kink occurred; whether occurring during or after the procedure. Therefore, the evidence suggests that the contributing factor to the coils non-detachment was due to electrical wiring damage. The exact circumstances of how and where this damage occurred cannot be determined. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components had any additional contributing factors to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization procedure of a rica aneurysm, the helipaq 10 platinum microcoil 4 mm x 8 cm (hsr10040820/(B)(4)) 11 of 15 failed to detach despite three attempts, and connection cable and box was changed without effect. Finally, the microcoil detached in the echelon 14 microcatheter despite correct checking and deploying. The coil was removed and subsequent coil detached satisfactorily with same detachment box. The coil was checked and was working satisfactorily prior to insertion. The pusher wire has been kept but not the microcatheter with coil. The device positioning unit (dpu) failed electrical testing. The detachment fiber failed to receive heat and melt. Located 19.0cm is a severe kink to the hypotube. The kink is severe enough to cause possible significant damage to the internal electrical wiring running inside the hypotube and through the kink. The time frame is unknown and unreported when this kink occurred; whether occurring during or after the procedure. Therefore, the evidence suggests that the contributing factor to the coils non-detachment was due to electrical wiring damage. The exact circumstances of how and where this damage occurred cannot be determined. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components had any additional contributing factors to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the analysis of the returned helipaq 10 platinum microcoil, the most likely root cause of the coil not detaching during procedural use is due to severe kink of the hypotube. The circumstances of how and where this damage occurred cannot be determined. However, it was reported that the pre-deployment test was performed, prior to use. Based on this it is possible that procedural factors/device manipulation and/or vessel/target site angulation contributed to additional stresses resulting in the failure. All devices undergo multiple electrical checks before reaching the final packaging. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.